Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in tubing or chamber and also alleged of congestion, dizziness, headache,difficulty in breathing or shortness of breath, sore throat and nose bleed. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged particles in tubing or chamber and also alleged of congestion, dizziness, headache,difficulty in breathing or shortness of breath, sore throat and nose bleed. There was no report of permanent or serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on march 13, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information congestion, dizziness, headaches, shortness of breath, sore throat, and nose bleeds. The patient allegedly states particles in chamber and a burning/ smoke/electrical odor related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed sound abatement foam degradation/breakdown was observed in the base unit, confirmed the presence of degraded sound abatement. The manufacturer used a fitt (foam integrity test tool) and confirms the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code.